Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the rail on one side of the drawer was broken. The field service engineer replaced the rails and reseated all connections in the back to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that had a drawer failure. The customer reported that issue occured when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this incident.